Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour stent was prepared for use for a ureteroscopic lithotripsy (ursl) procedure to be performed in the kidney on (B)(6) 2018. According to the complainant, during preparation, and outside of the patient, the stent was reported to be broken in half along the shaft of the stent. The procedure was completed contour stent. There was no serious injury nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A contour stent was returned for analysis. A visual analysis of the device found that it was damaged at the proximal end. The bladder pigtail was found detached. The detachment was located in a sideport hole. No other anomalies were encountered. Based on the product analysis, and the event information available, it is possible to determine that the failure that was encountered (stent detached) was associated with the interaction of the stent with its suture. Handling of the suture can generate the failure found. Therefore the most probable root cause for this event is unintended use error caused or contributed to event a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a contour stent was prepared for use for a ureteroscopic lithotripsy (ursl) procedure to be performed in the kidney on (B)(6) 2018. According to the complainant, during preparation, and outside of the patient, the stent was reported to be broken in half along the shaft of the stent. The procedure was completed contour stent. There was no serious injury nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.